Manufacturer narrative:
Product analysis: analysis confirmed the customer comment, the atrial output connector was broken. It was additionally noted that the lower case was broken by the battery drawer and that the hanger assembly was broken. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator was returned for cracked atrial/ventricular (a-v) connectors as well as a test and calibration. No patient complications have been reported as a result of this event.